Event description:
Poisoned by product (tampax) [device toxicity]. Case description: a consumer reported via email that he was told by a coroner, his wife has been poisoned by tampax tampons. No further info was provided.

Manufacturer narrative:
Lot number was not provided by consumer and product not rec'd to date, therefore, unable to proceed with the product investigation. Procter & gamble (p&g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred.